Event description:
Technician alleged that the head of the stretcher will not lower. No patient impact.

Manufacturer narrative:
The technician found the head drive is not working. The technician replaced the head drive assembly to resolve the issue.